Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 6.00mm/50cm 2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured within specified pressure. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient's status was good.